Event description:
It was reported that a device failed the downstream occlusion test. There was no pt incident reported.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter is currently evaluating this device. A supplemental report will be submitted when the device eval is completed.